Event description:
Complainant reported difficult irrigation was noted in use of the product.

Manufacturer narrative:
Based of the information provided this event is deemed a reportable malfunction. It was reported by the complainant that the device was discontinued as the irrigation failed during a surgical procedure; furthermore, additional information was received via email on (B)(6) 2014 reports that the difficulty that was experienced with the irrigation of the product in use did not jeopardize the patient's health condition directly. The complainant went on to report that the event details could not clearly be recalled. At this time no additional patient / event details have been provided to date. Should a return sample or additional information become available a follow-up report will be submitted. Reported to FDA on (B)(6) 2014.